Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via device manufacturer representative. The patient was receiving baclofen via implanted infusion pump, and the patient's medical history included cerebral palsy and being immobile.   It was reported that the patient's pump was infected and protruding out of his abdomen. Cerebral palsy and being immobile were indicated to be factors that may have led or contributed to the issue. The patient was given antibiotics, and the pump was explanted. As of (B)(6) 2020, the issue had resolved.